Manufacturer narrative:
Additional information was received that the patient's charging issue was due to increased usage of stimulation due to high impedances. The patient underwent a revision procedure wherein the lead splitters were explanted and the ipg and leads were replaced. The physician suspected lead splitter malfunction due to impedances on all contacts. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also mentioned that the lead was showing high impedances. It was still unknown if the patients charging issue was due to increase usage of stimulation or if it was due to lead with high impedances. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70, serial#: (B)(4), description: infinion 70 cm lead kit. Model#: sc-3400-30. Serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also mentioned that the lead was showing high impedances. It was still unknown if the patients charging issue was due to increase usage of stimulation or if it was due to lead with high impedances. The patient will undergo a revision procedure.